Manufacturer narrative:
(B)(4) date sent: 1/27/2025. B3: only event year known: 2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 30082 number, and no non-conformances related to the malfunction were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: patient identifier: (B)(6), prisma health, sex: female, age (at time of consent): 31 years, start date: on (B)(6) 2023, alert date: on (B)(6) 2023, country of event: us, model: lxmc13, device lot number: 30082, date of surgery: on (B)(6) 2023, adverse event term: occasional dysphagia, severity: mild, relationship to study device: probable, relationship to primary study procedure: possible, intervention/treatment: none: yes. Start date: on (B)(6)2024, alert date: on (B)(6)2025, country of event: us, model: lxmc13, device lot number: 30082, date of surgery: on (B)(6)2023, adverse event term: esophageal dysphagia. Patient details. Additional event details: site awareness date: 15 nov 2024, end date: blank, severity: moderate, is the adverse event serious? No, death: no, date of death: blank, life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no dilation performed: no indicate type of dilation? Blank date of dilation: blank diagnostic intervention: no diagnostic imaging: yes drug therapy: yes observation: no linx explant: no other surgical intervention: no other intervention/treatment: no if other specify: blank outcome: not recovered/not resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) experience, occasional dysphagia. Relationship to study device: probable.